Event description:
Discordant results were obtained on patient samples tested for multiple assays on a dimension vista 1500 instrument. The discordant results were flagged by the instrument. The results were erroneously reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting as expected. The corrected results were reported the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that multiple assays were flagged by the instrument, and a process error occurred on the aliquot probe around the time the issue started. Ccc instructed the customer to inspect the aliquot probe. The customer stated the aliquot probe failed the probe test. After another attempt, the aliquot probe passed the test and the instrument was operational. It was determined that the results were flagged with abnormal assay [e143], abnormal reaction [e145], measurement error [e142], above assay range [e521] and below assay range [e522] errors, which are not reportable. The cause of the operator reporting results flagged with numerous abnormal errors is a user error. The instrument is performing according to specifications. No further evaluation of the device is required.